Event description:
The customer reported that during a partial gastrectomy procedure, a flame came out from the tip of device. Even after the surgeon decreased the output power, the incident occurred again. Another device was used to complete the procedure without any further problem. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the incident sample found the coating on the tip of the blade had worn away. The tip was charred. The purpose of the coating is to help prevent tissue from sticking to the electrode. The coating wears away and the tip may discolor as the electrode during use. Testing of the sample found it to function properly.